Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had a sensor glucose discrepancy and the insulin pump had suspended on low all night. When the customer woke up in the morning their sensor glucose value was 47 mg/dl and it suspended on low when their blood glucose value was actually 447 mg/dl. After 15 minutes they tested their blood glucose level and it was 439 mg/dl. They also received a change sensor alert and a calibration error alert. The customer treated the high blood glucose with insulin shots. The caller declined troubleshooting for the high blood glucose. The customer's current blood glucose level was 262 mg/dl. They will be sent a replacement for their sensor. The device will not return for analysis.